Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that either a hair or a piece of fabric was noticed in the sterile packaging by the surgeon after the device was opened for surgery.

Manufacturer narrative:
Upon receipt of additional information, it has been determined that this device is not reportable as it has not malfunctioned or led to a serious injury. The initial report was submitted in error and should be voided.